Event description:
It was reported that pump displayed minimum fill notification and customer was unable to load cartridge despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.